Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the esophageal dysmotility, loss of teeth, and weight loss were not related to the device or therapy. They stated they continue to charge for as long as it takes. They reported that the replacement recharger helped some but it still takes longer to charge. They stated their weight was still going down. No further complications were reported/anticipated.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that it was taking too long to charge and there was poor coupling. The patient said she had been charging for two days, and the implantable neurostimulator (ins) was almost half full. The patient said she had to keep moving the recharger around, and she had to use a dozen "stickies." The patient said she could have all eight bars, and ten minutes goes by, she had none. The patient would tighten up, push on it, and sometimes got boxes. The patient said sometimes it worked better sitting up in a chair, but then it hung kind of low. The patient said she had lost 70-80 pounds in the last six months. The patient had esophageal dysmotility, and she was on a liquid diet. The patient said she had loose skin that hangs. The patient was redirected to their healthcare professional (hcp) to see if the position of the ins was causing the difficulty charging. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.